Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: motor stays on and none of the buttons respond probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen), inadequate gluing/welding of core to handle, use error. The device manufacture date is not known.

Event description:
It was reported that the motor had continuous activation during a procedure. The surgery was completed successfully.